Event description:
It was reported that the ventilator suddenly shut down during use. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the ventilator had issues and it stopped ventilating suddenly. The device's logs have been evaluated by subject matter expert (sme) from manufacturer's site. Review of the device's logs shown that on reported date of event there is nothing in the logs that implies that there has been a shutdown on the unit or restart of the panel at the time of the event. The trend logs are required for further analysis, however provided files are not complete and do not cover reported time, when the issue occurred. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. Our conclusion is that there was no technical malfunction of the ventilator. According to the customer there was a shutdown, however the device's logs do not confirm any unintended shutdown. It is possible that the issues with ventilation noticed by the user, were seen as stop of ventilation/shutdown. The root cause of the issue has not been determined. A correction of fields: # b3 date of event, # d1 brand name, # d4 version or model #,d4 unique identifier (UDI)#, # h4 manufacture date was required. B3 date of event - previous date of event: 04/24/2024, - corrected date of event: 04/18/2024 d1 - brand name - previous brand name: servo-u, - corrected brand name: base unit servo-u d4 - version or model # - previous version or model #: servo-u, - corrected version or model #: 6694800 d4 unique identifier (UDI) - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4) h4 manufacture date: - previous manufacture date: 06/23/2016, - corrected manufacture date: 06/16/2016

Event description:
Manufacturer's ref.#: (B)(4).